Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, xenon light source screen went black. The issue was found prior to use for an unknown diagnostic procedure. After customer reconnected the scope connector, the procedure was completed using the same device there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the device evaluation was unable to reproduce the reported issue of no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.